Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal bupivacaine and hydromorphone via an implantable pump for non-malignant pain. The patient rep reported the pump was beeping and stated the patient just had the pump refilled on monday or tuesday and the pump was beeping at the refill. Agent asked the patient rep to clarify if the beeping was s a critical or non critical beep and patient rep stated they were not sure. The patient rep mentioned the patient had a pacemaker and they said the pacemaker never beeps because of the way it is. The patient rep was not with the patient during the call and stated healthcare provider office was closed today. Agent confirmed patient did not have a personal therapy manager (ptm) device. Patient service reviewed the critical and non critical alarm sound and recommend patient consult with healthcare provider for next steps. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.